Manufacturer narrative:
The local factory service rep examined the device and observed proper operation, through full performance and functional testing. The facility submitted a copy of the reported strip recording to physio-control for evaluation. An evaluation of the recording did not support that a device discrepancy had occurred during the reported event. The device was returned to the facility for use.

Event description:
Reportedly, when pt ECG analysis was performed with the device, a "no shock indicated" decision was inappropriately rendered.